Event description:
Boston scientific crm received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) may have reached elective replacement indicator (eri) status with a middle of life 2 (mol2) battery measurement and an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population initially communicated (B)(6) 2007. The representative reported being told by a health care provider that the device charge time currently was less than the extended charge time limit, but the device was reportedly at eri with a current mol2 battery status and voltage measurement. The device subsequently was explanted and replaced with a boston scientific ICD, with no reports of adverse patient effects. Correction: this device is included in the (B)(6), 2007 shortened replacement window advisory population.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was elective replacement indicator (eri), with a battery measurement of 2.46 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.